Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-may-2017, fse arrived at the site to address the reported event. Fse replaced the b/f wash probe, then checked and verified alignment. No further issues were noted. No further action required was required by field service. The most probable cause of the reported event was due to a leak of the b/f wash probe.

Event description:
On (B)(6) 2017, the customer reported that the b/f wash probe was leaking over the top portion of their a1a-360 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.